Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Patient catheter is leaking at the site and patient notices air bubbles in his line. There is no redness or skin breakdown around the area. The fluid leaking is clear, no foul odor. Upon speaking with the patient she identified it is a peritoneal access and that the physician left 4l of fluid in patient when catheter was placed. Patient has tried changing positions and the issue persists. Drains take about an hour and a half to drain 450ml. He was instructed to contact physician. No additional interventions at this time.